Event description:
It was reported that a patient underwent a subtotal gastrectomy on (B)(6) 2011 and suture was used. On the same day, the patient developed leukocytosis. A CT scan and peritoneal fluid culture were done on (B)(6) 2011 with consult to infectious disease. The patient was treated with tigecycline, ciprofloxacin, cefotetan and tazocin. The event resolved on (B)(6) 2011.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.